Event description:
Additional information received from the manufacturer representative stated that they checked impedances and they were ok.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the patient fell over a week prior to (B)(6) 2016. The patient went to the emergency room (ER), a CT scan was taken, and the patient was told the implantable neurostimulator (ins) was intact. Since the fall, the patient was experiencing burning sensations around the ins site, stimulation that did not feel the same, and stimulation that was not in the same location. Diagnostic testing or troubleshooting performed included impedances checks and reprogramming. All impedances were within normal limits. After reprogramming, the patient reported receiving stimulation bilaterally in the lower back. It was further reported that the patient was not feeling the burning location. In addition, the patient still insisted "something did not feel right." X-rays were requested; however, the manufacturer representative was not sure whether x-rays were performed. The manufacturer representative noted that it appeared the ins was functioning and the patient was feeling stimulation in the areas needed. It was unknown whether the reported issues were resolved as of (B)(6) 2016, and the patient's status was alive with injury. It was noted that there were "injuries unknown." Since the fall, the patient was using a walker and he was in significant pain. The patient stated he was not using a walker prior to the reported fall. Surgical intervention was not performed, and it was unknown whether surgical intervention was planned. Additional information received from the manufacturer representative on 14-jul-2016 reported t hat the patient was scheduled for an appointment with the healthcare professional in a couple weeks. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.